Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required. There was no report of serious injury or harm. There is no medical intervention was specified. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. And customer alleged respiratory issues, the manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated. 510k has been updated. Box d: product brand name, model number, catalog item identifier, product UDI has been updated. Box h: manufacture date, h 6 coding's, remedial action init, recall (z) number has been updated/corrected.

Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.